Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the hinge box of the femoral component was found to be fractured after the patient experienced a fall. The patient underwent revision surgery to replace the femoral components. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. H6: proposed component code: mechanical (g04) - femur visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: 13mm diameter 100mm length straight stem extension combined ,length 145mm: catalog #: 00598801013, lot #: 64574065. Size 6 precoat cemented tibial component: catalog#: 00588000600, lot #: 64591092. Long 14mm diameter 155mm length straight stem extension combined length 200mm: catalog #: 00598801114, lot #: 64484378. 20mm height size f articular surface with hinge post extension: catalog #: 00588006020, lot #: 64256405. All poly petella standard cemented size 32 mm diameter 8.5 mm thickness: catalog #: 00597206532, lot #: 64620637. G2: foreign: canada . The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the hinge box of the femoral component was found to be fractured after the patient experienced a fall. A revision surgery is pending to replace the affected component.